Manufacturer narrative:
The device has not been returned for analysis. A supplemental report will be submitted when the device is received. MDR related to this event: 2029214-2016-00613 2029214-2016-00614 .

Event description:
Medtronic received information that during the embolic embolization, the ultraflow catheter ruptured and occluded the cerebral arteries with the onyx material. The patient was injured as evident by the aphasia and parasthesia. The ancillary device was prepared per the IFU. (B)(4) competent authority reference number: (B)(4)

Manufacturer narrative:
The microcatheter was returned for analysis. Liquid embolic residue was found within the microcatheter hub. The remaining embolic material will not be returned as it was consumed in the event. The micro catheter body was found to be ruptured a few cm from the distal tip. No other anomalies were observed. Based on the device analysis and reported information, the report of rupture was confirmed. The returned microcatheter appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur if the catheter is not completely primed/displaced of dmso, injection rate, use of palm of hand pressure, pauses of greater than two minutes during injection or increased injection force against resistance. All products are 100% inspected for damages and irregularities during manufacture. Per the catheter¿s instructions for use: the flow directed microcatheter is contraindicated for neonatal and pediatric use. Infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure more than 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.